Manufacturer narrative:
The investigation determined, the service actions resolved the issue.

Manufacturer narrative:
The customer stated qc was acceptable on the days the patient samples were tested. The field service representative replaced the printed circuit board. A precision check was performed successfully. After the service visit, qc and calibration were within range. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for 1 patient sample and questionable elecsys vitamin d assay results for 10 patient samples on a cobas 6000 e601 module. The customer repeated all vitamin d and psa patient results that were obtained between (B)(6) 2020. Only patient data from (B)(6) 2020 through (B)(6) 2020 was provided. Refer to attachment "(B)(6)" for patient results. The reagent lot numbers and expiration dates were requested, but not provided. The results were reported outside of the laboratory.